Event description:
The device was implanted to a female patient ((B)(6)). After implantation, the dysfunction of the device was noted (fluid did not flow well). When the surgeon tried to change the setting pressure, he could not be set at the desired pressure and the setting was going back and forth between 30mmh2o and 50mmh2o. Since the patient¿s condition was getting worse, the surgeon suspected the occlusion of the valve due to biological debris and decided to replace the valve. The revision surgery is scheduled on (B)(6) 2015.

Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was 30mmh2o. The valve was visually inspected: needle holes were noted in the silicone housing over the needle stop as well as after the cam mechanism. The valve was tested for programming. The valve failed the test, during the programming process the cam mechanism did not move. The valve was irrigated with purified water; no occlusion was noted. The catheter was irrigated with purified water; no occlusion was noted. The valve was dried. The valve was leak tested, the valve leaked from the needle holes in the silicone housing. The valve was reflux tested, the valve passed the test. The valve was retested for programming. The valve failed the test, during the programming process the cam mechanism did not move. The valve was then pressure tested at 30mmh2o, the valve failed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. The cam magnets were also controlled. The magnets passed. Review of the history device records confirmed the valve product code 82-3100, with lot cmncy1, conformed to the specifications when released to stock on the 16th january 2012. The root causes of the programming problem is due to biological debris found on the on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, the cam mechanism pillar, and on the base plate. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.